Manufacturer narrative:
A powerflex pro balloon catheter (bc) ruptured when air was removed during an attempt to use it for an unspecified interventional procedure. Therefore the balloon was changed to another powerflex balloon and the procedure was finished successfully. There was no reported patient injury. The intended target lesion was the iliac artery and the rate of stenosis was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and there was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to using the device. It is unknown what device was used to remove the air or any difficulty while removing the air before the rupture occurred. It is unknown if the user is experienced in using the device. The product was returned for analysis. A non-sterile unit powerflex pro 6mm x 2cm 135cm bc was returned. Per visual analysis the balloon was still inside of the protective tube. No damage was noted. Per functional analysis the unit was flushed and a guide wire (0.035¿ lab sample) was inserted into the guide wire lumen of the balloon catheter and passed through it without difficulty. Balloon was inflated and a leakage was observed on the distal end of the catheter. Per microscopic analysis the balloon was noted to be correctly pleated and no damage was noted. It was concluded that the leak must be a result of a pin hole or small rupture on the wall that divides the inflation lumen from the guide wire lumen; however, its exact location could not be determined. A device history record (DHR) review of lot 17305606 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the leak could not be determined during analysis. Based on the limited information available for review, vessel characteristics are unknown, as are procedural and handling factors. Therefore as part of the analysis the whole manufacturing process of this product was reviewed and it is concluded that the powerflex pro line includes process controls to detect leaks all along the catheter length including hub, shaft, balloon and tip. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Open the pouch, grasp the hub and gently take the catheter out. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
A powerflex pro balloon catheter ruptured when air was removed during an attempt to use it for an unspecified interventional procedure. Therefore, the balloon was changed to another balloon powerflex balloon and the procedure was finished successfully. There was no reported patient injury. The product will be returned for analysis. The intended target lesion was the iliac artery and the rate of stenosis was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and there was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to using the device. It is unknown what device was used to remove the air or any difficulty while removing the air before the rupture occurred. It is unknown if the user is experienced in using the device.